Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hypoglycemia and insulin pump was received pump error alarm came up twice and the rebooted. The customer blood glucose level was 37 mg/dl. The customer was assisted with troubleshooting and declined. The customer was customer able to complete rewind. Customer able to successfully clear alarm. The customer stated that the insulin pump had top was cracked where the reservoir screws in. Customer stated insulin pump was not exposed to high magnetic environment. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.